Manufacturer narrative:
[(B)(4)].

Event description:
The subject ICD was implanted in 2013. Reportedly, the ICD already reached the rrt whereas it did not delivered more than 3 shocks, lv pacing was programmed at 2.5v/1ms and other parameters were within normal range. The ICD was reportedly explanted on (B)(6) 2016 and will be returned for analysis.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The subject ICD was implanted in 2013. Reportedly, the ICD already reached the rrt whereas it did not delivered more than 3 shocks, lv pacing was programmed at 2.5v/1ms and other parameters were within normal range. The ICD was reportedly explanted on (B)(6) 2016 and will be returned for analysis.